Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively but was not operated at that time. There was no loss of cautery. There was no instrument collision. No fragments fell inside the body. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move with full range of motion in all directions. The grip tip did not open and close properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. A review of the site¿s complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no broken conductor wire. The fenestrated bipolar forceps was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed additional observation of broken grip cable and the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported.